Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00581. It was reported that air was seen in the access system and delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used. After the watchman® laa closure device & delivery system was introduced, they aspirated and kept getting air. They removed the delivery system and were aspirating, but there was still air present. They were unsure of where the air was coming from. The access system was also removed and replaced with another access system. The same delivery system was used to successfully complete the procedure. There were no patient complications and the patient is fine.